Manufacturer narrative:
One (1) elevator #301 (pn 09-0257, lot# a14, manufactured 2014) was returned without original packaging for a broken tip. The elevator was visually evaluated and a small portion of the tip was found to be fractured. The broken tip fragment was not returned. The elevator show signs of normal wear from typical use. The device history record has been reviewed and there are no manufacturing issues related to this lot of parts. The most likely cause of the complaint was operation of instruments outside of the intended use, resulting in failure. (B)(4)

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted when the device evaluation is completed.

Event description:
The user facility reported the elevator broke during use. No adverse events were reported.